Event description:
It was reported that the patient went to the hospital for a monitor check and during the check they found that the patient had a low heart rate of 38 per minute during night. The patient reported the event to hotline and asked for a programming check, to confirm if the device is pacing. Currently no patient complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).